Event description:
It was reported that during un-packaging of the 3.5 x 15 mm nc trek balloon catheter, the protective sheath could not be removed from the balloon. The nurse pulled the sheath hard and the shaft became stretched and the balloon was torn. The device was not used. A new nc trek balloon catheter was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported difficulty removing the protective sheath was confirmed. The sheath was wrinkled; however, there was no other damage noted on the balloon catheter. Based on an expanded investigation and further review of the complaint handling database and other sources of nonconformity data, it was determined that the devices performance with regards to the difficulty with removing the protective sheath was potentially related to a manufacturing issue. Corrective and preventive actions to address this issue are in the process of being implemented and the performance of these devices will continue to be monitored.

Event description:
The device was returned. Analysis found that the shaft was not stretched and the balloon was not torn. The account confirmed that the correct device was received. No additional information was provided.